Event description:
No new information. First smartsite unable to flush, changed to second smartsite but hard to connect IV as spin nut is very tight.

Manufacturer narrative:
This is a correction of MDR 9154210-MDR 9154210 was made in error before material grid line update and reportability changed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bd alaris smartsite extension set was difficult to disconnect. The following information was received by the initial reporter with the verbatim: first smartsite unable to flush, changed to second smartsite but hard to connect IV as spin nut is very tight.